Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, none of the clips fired correctly, they were loose on tissue. It is unknown how the procedure was completed. No additional information could be provided about this event. There was no adverse consequence to the patient reported.